Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) alarm situation check lines and bags, this situation occurred during use. The technical service representative (tsr) assisted the home patient (hp) as the hp stated that hc was in prime and he changed out the bags, but kept getting the same alarm. The tsr asked the hp if he changed the cassette as well and he did not. The tsr explained that supplies were compromised and advised the hp to start over with all new supplies. The tsr then explained why. The hp understood explanations and would start over with new supplies. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(6)-2012. The patient stated the following: the cause of the alarm was a frangible blockage. The patient had been doing fine since the event. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. The problem was confirmed for use error and the cause was undetermined.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.